Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that the customer could not hear the sound when reservoir would rewind and it was hard to remove the batteries out when changing the batteries it would get stuck. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed displacement test, self test and rewind test no audio or vibrate or rewind anomaly noted. Stripped battery cap coin slot noted. (B)(4).